Event description:
A planned lens explant for a patient who experienced adverse event (pupillary block) post icl implantation was reported. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Expiration date: unk, no serial number reported. Device manufacturing date: unk, no serial number reported. Claim#: (B)(4).